Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) was evaluated by zoll services at the customer site. The customer reported complaint of the system displayed mid:05 (post ext ram) error was confirmed during functional testing. The root cause for this error was a result of memory problem in the display head. The display head was replaced to address the issue. Visual inspection was performed and found no physical damage. Initial functional testing failed as the thermogard displayed the mid: 05 error message upon start, thus confirming the customer complaint. Following the repair and service, the thermogard console passed all the testing and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During setup, the thermogard xp ivtm console displayed mid:05 (post ext ram) error message. The customer used a second thermogard console to continue with therapy. No known impact or patient consequence information was available.